Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor passed with accurate readings.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 50 mg/dl and 30 minutes later 137 mg/dl and also the insulin pump went into threshold suspend when her blood glucose was high and she needed insulin. Current blood glucose value is 376 mg/dl and sensor reading is 282 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.